Event description:
Paramedics attended to a 75 year old female diagnosed as pulseless, apneic and in a pea rhythm. The pt was intubated and drugs were administered. The pt's rhythm converted to ventricular fibrillation. The paramedic attempted to administer a countershock using the device. The device allegedly failed to deliver energy to the pt. The battery was changed and another shock was attempted. The device again allegedly failed to deliver energy to the pt. The pt was not resuscitated.